Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device was going through batteries, batteries would not last more than a week. Customer's blood glucose was unknown. Customer mentioned the device had alarmed off no power alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.